Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial/lot# (B)(4), implanted: (B)(6) 2012, ubd: 24-feb-2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient  had the device removed but they left a piece of the lead behind as they couldn't remove the entire lead.  No further complications were reported/anticipated at this time.